Event description:
The device was implanted on 3/13/96 for subclavian infusion of chemotherapy. On 9/23/96, the pt contacted the MFR and reported that the device catheter had "cracked" as a result, the device was explanted on 9/20/96. On 10/08/96, the MFR contacted the implant/explant physician to obtain add'l details concerning this event. The physician's medical assistant reported that the device was implanted and "worked well" for five months; however, after five months a leak was noted coming out of the device.